Event description:
My throat had a built up blister [throat blister] I was unable to swallow any food [swallowing difficult] within minutes my mouth was burning;within a day. I was unable to swallow any food;each day got worse. My throat had a built up blister. Barely room to drink...I lost 20 lbs..;,my throat is raw. [Weight loss] within minutes my mouth was burning;within a day. I was unable to swallow any food;each day got worse. My throat had a built up blister. Barely room to drink...I lost 20 lbs..;,my throat is raw. [Burning mout] I was unable to swallow any food..drank water. Each day got worse [condition aggravated] I have no appetite [decreased appetite] my throat is raw [raw throat] my body has wither slowly getting strength back [tiredness] case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a patient via social media. The report concerns a 70-year-old elderly female consumer. The consumer received poligrip (carna+polma cream) lot number 82027228 (expiry date was unknown) on (B)(6)2024 for 1 days for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting poligrip, the consumer experienced a medically significant my throat had a built-up blister (pt: oropharyngeal blistering). The outcome of the event oropharyngeal blistering was unknown. On an unknown date, the consumer experienced a non-serious within minutes my mouth was burning, within a day. I was unable to swallow any food; each day got worse. My throat had a built-up blister. Barely room to drink. I lost 20 lbs., my throat is raw., (pt: oral discomfort). The outcome of the event oral discomfort was not recovered/not resolved/ongoing. On an unknown date, the consumer experienced a non-serious within minutes my mouth was burning, within a day. I was unable to swallow any food; each day got worse. My throat had a built-up blister. Barely room to drink. I lost 20 lbs., my throat is raw., I was unable to swallow any food. Drank water. Each day got worse, I was unable to swallow any food, I have no appetite, my throat is raw, and my body has wither slowly getting strength back, (pt: weight decreased, condition aggravated, dysphagia, decreased appetite, throat irritation, and fatigue). The outcome of the event was weight decreased, condition aggravated, dysphagia, decreased appetite, throat irritation, and fatigue unknown. Drugs used to treat the events included triamcinolone acetonide (triamcinolone acetonide). No medical history was reported. No drug history was reported. The action taken for poligrip was unknown. Dechallenge was unknown as action taken and outcome are unknown. Rechallenge was no, not applicable. Causality of the event oropharyngeal blistering, oral discomfort, weight decreased, condition aggravated, dysphagia, decreased appetite, throat irritation, and fatigue with that of the suspect poligrip was not reported/not assessable. Case product: poligrip device MFR number: this report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "hello. I bought poligrip on (B)(6)2024. First time. Used on, (B)(6) 2024. Within minutes my mouth was burning. Pulled out my dentures...rinsed my mouth...the burning continued. I tried to soothe with drinking tea. And sucking on losengers. No relief .within a day.I was unable to swallow any food.drank water.each day got worse. My throat had a built-up blister. Barely room to drink...I lost 20 lbs in just a 5 day period. My dr. Prescribed me "triamcinolone acetonide". It help devolved blister to open my throat. Still to this day of, (B)(6) 2024, my throat is raw. I have no appetite, though I'm only able to manage, liquids, jello, soft foods, foods only able to ingest a couple bites. My body has wither, slowly getting strength back to care for myself and home. Today another 5lbs loss, highly due to use of poligrip. Causing havack within my body. So, I am asking of you any suggestions to help remedy this....I was suggested to contact consumer lawyer...though I like to avoid. But I feel this has totally jeopardize my health.". This report is being resubmitted to capture corrections. The information was received on 2024-09-09 and is as follows: the suspect product was updated from carna+polma unknown to carna+polma cream and registration was updated accordingly.

Manufacturer narrative:
Veeva case: (B)(4)